Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A hemodialysis inpatient user facility has reported that during initiation of treatment, a blood leak occurred. The leak was visually observed in the dialysate. The medi system alarmed and there was no leak outside of the dialyzer. The red blood cells leaked into the dialyzer outflow. The type of bloodline was arterial outflow. The arterial bloodline was returned to the pt bu the dialyzer was discarded. The pt's estimated blood loss (ebl) was minimal not more than 50cc. The pt had not adverse effects and no medical intervention was required. The pt was set-up a second time and the same event happened (reported in another complaint). The pt was able to complete treatment on the second machine. Sample has been discarded.